Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the light is inconsistent. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light is inconsistent. No patient injury reported.

Manufacturer narrative:
(B)(4). Upon receipt, the components of the MRI conditional laryngoscope kit that were returned were visually inspected. Two battery packs (non-rechargeable) were returned, along with the kit handle and all of the associated blades. During the visual examination it was noticed that the spring loop metal electrical connector that protrudes beyond the battery housing (battery negative) had an appearance of being compressed, not protruding far enough outward to make the required metal to metal electrical connection to complete the circuit. The other battery received for investigation has a much more pronounced metal loop protrusion beyond the outer battery housing, which is the design intent. The battery with the flattened loop spring connector was inserted into the handle and the battery cap was screwed on securely. When the blade was attached and engaged on the handle the light would not energize. The suspect issue was the flattened negative connecter. The battery was removed and the negative spring loop connector was adjusted outward (protruding further out from the battery casing) in order to achieve a secure electrical closed circuit. The blade was engaged again, this time successfully: the light energized. Other remarks: the reported complaint of the light would not function was confirmed based upon the sample received. The returned battery was confirmed to be the catalyst of the failure due to a malformed battery negative post connector. A root cause cannot be assigned due to a lack of detailed information provided with the complaint. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the light is inconsistent. No patient injury reported.